Manufacturer narrative:
Added information to section h4 (device manufacturer date) and h6 (type of investigation) updated section h6 (component code), h6 (investigation findings) and h6 (investigations conclusions). The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Medical records were provided and reviewed. The instructions for use (IFU) have been reviewed and no inadequacies have been identified with regard to warnings, contraindications, and the directions/conditions for the successful use of the device. Based on the information available, the device was intentionally used outside the way it was designed and intended. The performance, safety, efficacy, longevity, and durability of rings and bioprosthetic valves have not been determined when the product is used outside the scope of its intended use and/or its studied population. Based on the information available, the complaint is able to be confirmed; however, a definitive root cause cannot be conclusively determined. Off-label use of implanting in an adolescent in the pulmonic position likely caused or contributed. An edwards defect has not been confirmed.

Manufacturer narrative:
The subject device is not available for evaluation as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that this 12 years old patient with a valve 3300tfx23mm implanted in pulmonary position showed signs of stenosis with high gradient. As reported, this valve presented a peak gradient of 42mmhg right after implantation. Reportedly, six months after implantation the bioprosthetic valve showed a peak gradient of 104mmhg and mean gradient of 63mmhg. The patient was experiencing fatigue and weakness and he was admitted at the hospital one month later for diagnostic cardiac catheterization with a high gradient measured at 45 mmhg (pa to rv pull back gradient). A balloon dilatation of bioprosthetic valve was done with atlas gold balloon of size 24 mm. Reportedly, post procedure pa to rv gradient decreased from 45 to 5 mmhg. A post procedure echo done showed a good flow across pulmonary valve with peak gradient at 22 mmhg across rv-pa conduit with trace pr. As reported, patient was discharged home on pod#2 in stable condition with antiplatelet therapy (aspirin) with advice for regular follow-up (3 months). Reportedly the predischarge echo showed a peak gradient measured at 55 mmhg.